Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The power management tool showed that the backup battery loaded voltage and unloaded voltage was within specification range. The pump was received with normal operating currents. No unexpected power loss alarm during testing was noted. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed power loss. The customer received multiple power loss alarms when the battery was out of the insulin pump for less than 10 minutes. The insulin pump alarmed power loss again after a new battery was inserted. Customer's blood glucose level was 189 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.